Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 4.00x32mm promus element plus stent was selected to treat the target lesion. They tried to deploy the stent to the target lesion but they noticed that the distal edge of the stent became "flared" and cannot be delivered. The patient's condition post procedure was stable.